Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock lead impedance measurement at 142 ohms. Technical services (ts) was consulted and advised the shock and pace impedance has been gradually increasing over the six months. The electrogram (egm) appears normal. Ts provided troubleshooting and recommended if the impedances continue to elevate and the shock impedance increases over 150 ohms, a lead revision should be considered. Ts also notated the last shock on (B)(6) 2020 was an appropriate therapy event to ventricular arrhythmia. At this time, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock lead impedance measurement at 142 ohms. Technical services (ts) was consulted and advised the shock and pace impedance has been gradually increasing over the six months. The electrogram (egm) appears normal. Ts provided troubleshooting and recommended if the impedances continue to elevate and the shock impedance increases over 150 ohms, a lead revision should be considered. Ts also notated the last shock on (B)(6) 2020 was an appropriate therapy event to ventricular arrhythmia. At this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.